Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a failed battery test. The customer's blood glucose reading was unknown. The customer stated that she pressed act and the pump was not working. The customer was advised to inspect battery compartment and spring for corrosion. The customer found neither compartment nor spring are damaged or corroded. The customer was advised to insert new aaa alkaline battery. The customer did not have new battery to troubleshoot. The customer was advised to call back if needed.